Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered multiple repeated boluses to address a blood glucose (bg) level that ranged from 175 mg/dl to 200 mg/dl. Subsequently, customer's bg dropped to an unknown "low" bg value (specific bg was not provided). Customer consumed glucose tablets to address low bg. Recommendation was made to discuss diabetes management with a health care professional.